Manufacturer narrative:
The implanted date has been requested from the complainant. A follow up report will be submitted if the information becomes available. The manufacturing date of the implant is unavailable. After the evaluation, the event was considered as osseointegration failure. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported after the dental implant was placed in ada site 12, the implant had lost osseointegration in type iii bone. Clinician reports bone loss of 12 mm. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
The implanted date has been requested from the complainant. A follow up report will be submitted if the information becomes available. The manufacturing date of the implant is unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported after the dental implant was placed in ada site 12, the implant had lost osseointegration in type iii bone. Clinician reports bone loss of 12 mm. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.